Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout error which was reproduced at power up. The reported sharp watchdog timeout error was verified and found to be caused by a software anomaly. The device was processed through reprogramming of processor printed circuit board and installation of updated software to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "sharp watchdog error". There was no known patient injury or medical intervention associated with this event. No additional information is available.